Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 400 mg/dl. Reportedly, the customer did not have a method of backup insulin therapy and chose to simply await arrival of replacement pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.